Manufacturer narrative:
Qn#(B)(4). The customer returned multiple components from a cvc set. The introducer needle cannula will be analyzed as part of this complaint investigation. The introducer needle hub was not returned for analysis. Visual analysis revealed that the cross section of the broken end of the cannula was oval shaped, which indicates that the cannula became bent then separated. Microscopic examination confirmed the oval shaped point of separation. Visual inspection of the needle hub could not be completed since the hub was not returned. The separated cannula measured 2.875", which indicates that at least .011" had separated and was not returned for analysis. The inner diameter of the needle cannula measured .041", which is within the specification limits of .041"-.043" per the cannula graphic. The cannula outer diameter measured .0503", which is within the specification limits of .050"-.051" per the cannula graphic. A device history record review was completed with no relevant findings. The reported complaint that the introducer needle broke during insertion was confirmed through visual examination of the returned sample. The cannula was separated just below where the hub should be located. The cannula met all relevant dimensional specifications, and a device history record review did not reveal any manufacturing related issues. Based on the time of discovery and the sample investigation, unintentional use error likely contributed to this complaint, however; this could not be confirmed as the needle hub/other end of the cannula was not returned for evaluation. Therefore, a potential root cause could not be determined. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The customer reports: md tried to connect the needle to the syringe to insert the central vein, but the end of the needle was broken and could not be used. The md opened a new kit and finished the procedure successfully.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the needle cannula broke during use.

Event description:
The customer reports: md tried to connect the needle to the syringe to insert the central vein, but the end of the needle was broken and could not be used. The md opened a new kit and finished the procedure successfully.